Manufacturer narrative:
In the case description, the user mentioned the controller smelling like it was burning. The controller was returned with a crack in the lcd screen. This crack did not impact lcd readability or touch functionality. No evidence of thermal exposure was observed on the device. No damages were observed on the charging port. The controller was plugged in using an insulet charging cable and adapter and allowed to charge to 100%. The controller was not observed to heat up during charging. No burning smell was noted during charging. Inspection of the android log files found the battery temperature to exceed the operating temperature upper limit of 40c while charging, reaching as high as 43.3c. The exact cause of this increase in battery temperature could not be conclusively determined. It could not be if the charging port or charging cable got hot during this battery temperature increase or if the increased battery temperature contributed to the reported burning smell. The exact cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) smelled like something was burning.